Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. The hemostatic valve separated. It was reported that the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced, and the procedure continued without further issue. The sheath was not introduced into the patient. The white hemostatic valve broke off and was floating inside the clear hub. The hemostatic valve stayed in one piece. The brim cap (orange cap) did not become detached from the sheath. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-dec-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve separated. It was reported that the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced, and the procedure continued without further issue. The sheath was not introduced into the patient. Device evaluation details: according to pictures provided by customer, hemostatic valve appears dislodged in the hub. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal action was opened. A device history record was performed for the finished device 00001792 number, and no internal action related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).